Event description:
It has been reported to philips that the allura system would not boot up. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to boot-up. Review of the system log files showed communication with sib (system interface board) failed during boot up. The fse replaced the sib box. After replacement of the sib box, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.